Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2021. During preparation, there were no suture threads between the rubber bands. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0501 captures the reportable event of no sutures between the rubber bands. Block h10: investigation result: one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with all seven bands still attached. The trip wire was secured in the handle slot and the slack was correctly taken up. The suture thread was intact and it was attached to the distal trip wire loop. It was also observed that the ligator head teeth were damaged (bent). A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was not confirmed since the suture thread showed no evidence of the alleged problem. Based on the evaluation of the returned device, it was concluded that there was a deployment problem since the ligator head was returned with all the bands attached, and the suture thread presented the seven knots, and it was attached to the distal trip wire loop. The damaged found on the ligator head teeth may be related to user manipulation while preparing the device on the endoscope and/or some extra tension applied to the device, causing difficulties during the release of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2021. During preparation, there were no suture threads between the rubber bands. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.